Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report pain and discomfort of placement of the implantable cardiac monitor. The patient had the icm removed due to ongoing pain and discomfort at the device site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.